Event description:
It was reported that on (B)(6) 2021, during a procedure, it was noted that when disconnecting the retrograde nail, it was difficult to loosen. The surgeon commented that the nail was in a bind inside the bone and made it difficult to disconnect. The surgery was successfully completed. Patient status is unknown. This report is for one (1) 11mm ti cann retro/antegrade femoral nail-ex/380mm-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.